Event description:
In 2006, it was reported to boston scientific corporation, that a procedure in the colon using a resolution clipping device occurred. According to the complainant, the clip would not deploy on the bleed. The clip was released in the open position inside the patient and was expected to pass via peristalsis. There were no complications and the procedure was completed with another resolution clipping device.

Manufacturer narrative:
The lot number is unknown; consequently, the manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.